Event description:
On the morning of (B)(6) 2023 I had an ab-MRI/mrcp (abbreviated magnetic resonance imaging/magnetic resonance cholangiopancreatography) with and without contrast at advanced imaging, (B)(6). I had supplied my weight, 120 lb, on a phone interview several days prior. The tech who administered the MRI recorded that the power injector had given me 8ml of gadavist when the dose should have been approximately 6 ml. I did not realize I had received too much gadavist until I read my MRI report and compared it to a prior ab-MRI . This is serious to me as this was my 9th MRI with contrast and I really don't want to have more contrast used than necessary. When I called to ask about and also when I visited the office to discuss the incident I learned that the power injector is not hooked up to the patient medical record nor does it have a recording log. I think that patients should be weighed prior to received MRI with contrast as self reported weight could be incorrect. If there is no computer interface to use to input weight to determine amount of contrast to use, then there should be dual control. That is another tech should confirm the amount of contrast is correct. Power injectors manufacturers should devise a logging system so that one can go back to see exactly how much contrast agent was used. That we need a contrast registry so that cumulative amount of contrast somehow has received is known. I was not able to confirm that I truly had receive too much contrast till on (B)(6) 2023 and then it took 2 days more to connect with my pcp to get a order to check my kidney function with a cbc( complete blood count) and complete metabolic profile. Fortunately all were in normal range. I did not think to ask the name of the power injector used.